Manufacturer narrative:
(B)(4): initial emdr submission. A follow up emdr will be submitted upon completion of investigation. (B)(4).

Event description:
Sale rep reported that a pleurx valve needed to be replaced due to the cap not staying on, triangle nub looks to have been damaged. Additional information received 16 nov 2015: I do not have any additional information to provide. I discussed and duplicated what looked like a similar failure on one of my samples in the radiology manager's office and we agreed that it looked like a potential user error when placing a cap on. It may have been done during placement of the catheter or the first drainage. Sorry, that's all I have and I do not want to engage the customer for additional information. The catheter drainage was performed by a seasoned rn.

Manufacturer narrative:
(B)(4). Follow up emdr submission for device evaluation. The valve assembly of the pleurx catheter assembly was provided for evaluation. Based on the sample inspection and investigation the cap not staying on valve could possibly be due to damage to the lock mechanism tab; therefore, unable to hold the cap in place. However, the sample evaluation could not determine the root cause of damages done to the lock mechanism tab. One identified potential contribution was the damaged done during procedure by the clinician or end user pulling/pushing the cap off while locking tab mechanism was in the lock position. Investigation of the DHR did not identify any issue or failure relate to the manufacturing processes. The sample investigation noted the confirmation of the failure mode and the damaged done to the lock mechanism tab that could result for the cap to easily come off. DHR reviewed did not identify any issue with manufacturing process. However, the root cause as to why or how there was damaged done to the lock mechanism tab was not determined. One possible scenario it is likely from the end-user not following IFU guidance and applied excessive force against the lock mechanism tab however the investigation was not able to attain the actual procedural conditions during the original use of the catheter cap and locking mechanism and likewise was not able to substantiate either of these potential causes as a probable root cause. Based on the lack of a definitive root cause, no corrective or preventive actions were identified for the reported failure mode. This complaint will be added to the complaint trending system and will be monitored for future occurrences.